Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ 4000 experienced an intermittent freezing issue, which resulted in the station going offline. The customer stated that the malfunction occurred after the user logged in but before any medication was dispensed. Specifically, the station froze while displaying the patient medication list screen. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was freezing. A field service engineer (fse) replaced the broken retractor band 2.1 to resolve the issue and confirmed that station 1a also had a broken retractor band. The drawer was tested to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 experienced an intermittent freezing issue, which resulted in the station going offline. The customer stated that the malfunction occurred after the user logged in but before any medication was dispensed. Specifically, the station froze while displaying the patient medication list screen. There were no delay or adverse events or injuries reported based on this event.